Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 supplement kit that there was contamination. The following information was provided by the initial reporter: #245124 contamination caused by #245122 contamination of 20 sticks (as attached).

Manufacturer narrative:
Lot number in d tab has been updated. Lot has been updated from 2089910 to 2048508. Medical device expiration date, device manufacture date has also been updated. H.6 investigation summary: mgit 960 supplement kit batch 2048508 is composed of mgit panta batch 2048301 and 960 growth supplement batch 2048462. The batch history record review for mgit 960 supplement kit batch 2048508 was satisfactory. No quality notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this kit batch. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Retentions for panta batch 2048301 (10 vials) and growth supplement batch 2048462 (6 vials) were available for inspection. The were no media defects from 16/16 retention vials from visual inspection. For investigation of this complaint two panta vials from batch 2048301 were reconstituted with two supplement vials from batch 2048462. One reconstituted with supplement panta and remaining supplement vial were incubated in the 33-37-degree celsius incubator, and one reconstituted with supplement panta and remaining supplement vial were incubated in the 20-25-degree celsius incubator. At the end of a seven-day incubation period . Panta batch 1322565 unknown kit batch . Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Panta batch number 1322565 was provided by the customer in a photo. Batch history review for panta batch 1322565 was satisfactory per internal procedures. Qc inspection and testing were satisfactory at time of release. Panta batch 1322565 is not packaged in kit batch 2048508. As a courtesy to the customer retentions of panta batch 1322565 (10 vials) were available for inspection. There were no media defects observed in 10/10 retention vials maintained. Two panta vials from batch 1322565 were reconstituted with di water, one panta was placed into 33¿37-degree celsius incubator and one panta vial was placed into the 20-25-degree celsius incubator. At the end of a seven-day incubation period no microbial growth was observed in 2/2 incubated panta vials from batch 1322565. No 245124-kit batch number was provided to properly complete an investigation for panta batch 1322565. However, manufacturing records for panta batch 1322565 were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit packaging process was satisfactory per internal procedures and there are no complaints taken on the probable kit batch. One photo was received to assist with the investigation: the photo shows one uncrimped panta vial from batch 1322565. There does appear to be a black foreign substance possibly mold or fungal growth at the bottom of the vial. No returns were received to assist with the investigation. The complaint cannot be confirmed for a defect for kit batch 2048508. Bd will continue to trend complaints for contamination. No complaint trends for this defect has been identified for this product ;no actions are indicated at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 supplement kit that there was contamination. The following information was provided by the initial reporter: #245124 contamination caused by #245122 contamination of 20 sticks (as attached).